Event description:
A device user reported to an overseas distributor that the device displayed an error message on the screen.

Manufacturer narrative:
Add'l info will be submitted when it becomes available from overseas sources.